Event description:
Customer stated unit made a high pitched whining noise and shutdown while on a patient. Error code number 117 was displayed/logged. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the pump he verified system shutdown error 117 (front end a/d reference at power up) in the logs. He replaced the front end pcb. The system was tested to factory specifications. It functioned normally and was returned to the customer. The part replaced is being requested to be sent to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).